Event description:
User facility medwatch (uf/importer report # (B)(4)) report received, stating: the patient arrived for a pre-scheduled left heart catheterization procedure. At the conclusion of the procedure, the provider attempted to use a perclose prostyle device, but the perclose deployment was unsuccessful. Upon attempted removal of the device, the footplate mechanism broke. The provider attempted to use the recommended procedure when this occurs (breaking the perclose to facilitate footplate closure), which was unsuccessful resulting in a right femoral artery tear. Vascular surgery was immediately contacted, the patient moved to the or for artery repair, and the patient was transferred to the pvh ICU. On (B)(6) 2025, the patient transferred to the cardiac unit and was discharged home on (B)(6) 2025.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to close the lever/ retract foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The reported patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.